Event description:
The customer reported that they had five causes of endophthalmitis with procedures done by four different surgeons. Two cases occurred in 2008 and three cases occurred the following month. Three of the five cases cultured bacteria. The facility had been reusing phaco tips, but have since stopped that practice. The customer also mentioned that they have had plugged tips. The sterile processing technician also noted that they had some degradation of the rubber mats in the cataract trays (like glue was flaking off). The cataract trays have been replaced. This report is for the second of five cases. A vitrectomy was performed in 2008. The pt vision is reported as poor. Additional mfg. Report numbers are: 1644019-2008-00016, 2028159-2008-00200, 2028159-2008-00202, 2028159-2008-00203.

Manufacturer narrative:
The customer was sent the following articles related to endophthalmitis and the cleaning and sterilization of instruments: "postoperative endophthalmitis, a guide to diagnosis & treatment", john a seedor, m.d. Et. Al., department of ophthalmology, the new york eye and ear infirmary, pp.1-9. "Recommended practices for cleaning and sterilizing intraocular surgical instruments", ascrs/arson special report, 02/16/2007. The customer was also sent the directions for use, which includes info regarding the proper cleaning and sterilization of the handpieces and phaco tips. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report mailed in to the FDA on: 05/30/2008.